Event description:
It was reported that the "tip" was not spinning on the motor device. The event was not reported to have occurred during surgery. It not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries or medical intervention. The exact date of event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.